Event description:
During the performance of a tonsillectomy, a defective pencil sleeve allowed arcing to occur with the use of a bovie cauterizer, resulting in a burn injury to the corner of the infant's mouth.